Event description:
Dentist, (B)(6), was using etchant gel along with other chemicals in the pt's mouth and the pt [got] a chemical burn on the pt's outer skin. Female, teenager pt has sought medical attention.

Manufacturer narrative:
Add'l lot# d0921-6, add'l expiration date - 04/29/2012. This product is 37% phosphoric acid in a gel form. It is intended to be applied only to dental enamel by dental professionals as a preparation for dental restorations. The packaging, labeling and instructions for use (IFU) have warnings that the material is corrosive and should not contact skin, eyes or mucus membranes. The IFU also give instructions if contact should occur. No corrective/preventive action is planned at this time.